Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high glucose readings overnight with the pump displaying high, inspection of the infusion site, connector, and tubing revealed no visible issues, and the user chose to pause the pump and self-administer 8 units of subcutaneous insulin by pen, later reporting a glucose of 295 and a decision to continue with injections rather than reconnect. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were provided, including guidance to change the infusion site, consideration of scar tissue or muscle affecting insulin delivery, moving the contact detach needle, and pausing the pump. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information with no findings available and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.